Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Zimvie received two (2) uniht (titanium hexed uniscrew) for evaluation. Visual evaluation was performed, both screws were fractured at the threads. Both threads were returned. DHR review was completed for the subject lot number 1229243. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1229243 for similar events and no other complaint was identified. Review completed utilizing keywords: dental : functional : fracture : screw. Based on the investigation and risk management file review, the most likely root cause determined from the investigation was missing or confusing instructions for use and torque applied during placement/ seating exceeds recommended value. Therefore, based on the available information, a device malfunction did occur. Both screws were fractured at the threads. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided; patient weight unknown / not provided; date of event unknown / not provided.

Event description:
It was reported that the screws fractured at the threads of the screws. No patient impact. No additional appointment.